Manufacturer narrative:
Date of event: dates are estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article attached with translation, acute complications of percutaneous mitral valve repair with mitraclip.

Event description:
This is filed to report single leaflet device attachment/slda, and gripper line removal difficulty. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: single leaflet device attachment/slda and gripper line removal difficulty. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "acute complications of percutaneous mitral valve repair with mitraclip". No additional information was provided.

Manufacturer narrative:
D4: a partial UDI is being reported because the lot number was not provided. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported single leaflet device attachment/slda and difficulty removing the gripper. There is no indication of a product issue with respect to manufacture, design, or labeling.na